Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer re-loaded a previously used cartridge with insulin. The customer was educated regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 124 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq guide: ¿never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿